Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information received indicates that after the rv lead was re-inserted, the shock impedance measurements returned to normal values. However, the physician elected to explant the lead in case there was a lead fracture. No lead damage was noted with fluoroscopic imaging. The lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, which had been intermittently increasing over the past few months. Subsequently, the rv lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.